Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing due to electromagnetic interference which led to the patient experiencing syncope. No intervention occurred and the crt-d remains in use. No further patient complications have been reported as a result of this event.